Event description:
(B)(4), initiated by pt's attorney with a "date of event" of (B)(6)2007 and (B)(4). The filed MDR provided the following event info based on the 01/11/2010 update: from (B)(6) 2007 to (B)(6) 2007, the pt was treated with heparin sodium injection therapy ( /(B)(4)) IV 100 u/ml 5ml, lot numbers 7051544, and 7102804. In (B)(6) 2008, the pt was treated with heparin sodium injection therapy (medefil, inc.), 100 u/ml 5 ml fill/12ml, lot number h107322. In (B)(6) 2008, immediately after administration of heparin sodium flush therapy, the pt experienced swollen face, and loss of appetite. On (B)(6)2008, the pt died. The cause of death was cardiopulmonary arrest, acute leukemia (blast phase), secondary mdb, and acute lymphoblastic leukemia. It was unk whether an autopsy was performed. The headaches, nausea, vomiting, low blood pressure, lethargy, swollen face, and loss of appetite had not resolved prior to the pt's death.

Manufacturer narrative:
Product was released for commercial distribution following the release testing criteria for heparin lock flush solution, (B)(6) monograph. This lot was recalled due to over sulfated chondroitin sulfate (oscs) contamination of heparin sodium, recall number z-1543/1545-2008. The side effects of oscs are; nausea, vomiting and shortness of breath. Pt's feeling the symptoms detailed above following administration of heparin i.v. Recall has been completed and closed as acknowledged by FDA on letter dated april 15, 2010.